Event description:
Customer reports that lancet is sticking out of cp. Lancet will not retract. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.